Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture diagnosed via ultrasound and MRI. This record is for the left side. The device was explanted.

Event description:
Healthcare professional reported rupture diagnosed via ultrasound and MRI. This record is for the left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported events rupture was received on may 08, 2025, with lot number 2763376 . Based on the product analysis performed, the assessments of the complaints are: - rupture: observed an broken assessed as fold flaw opening. As per the investigation procedure, crease and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.